Event description:
The protective cap would not stay on and the hard plastic portion of the genie irritated the stoma. They tried to place gauze underneath it, but it would not stay in place. He has had problems with ulceration and infection and has had four round of antibiotics and required a hospital stay. Because of the ulcerations and granulation tissue, he is going to have the tissue excised and his stoma repaired.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.